Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: testing was unable to duplicate complaint. Review of tdd history show dates going from (B)(6) 2014 to (B)(6) 2015 to (B)(6) 2014.. On (B)(6) 2014 15:40 pump was manually suspend; then manually resumed at 19:46. Pump was then powered off. When pump was powered back on the time/date reset to the default setting. The time/date was briefly set incorrectly to (B)(6) 2015 02:03. Then corrected to (B)(6) 2014 05:36. Insulin deliveries were interrupted for 13hrs 56mins. Pump was exercised for 24hr with a 2.0u/hr basal rate; at end of 24hr the tdd history correctly reflected 48.0u. Pump was found to be delivering with range at conclusion of delivering accuracy testing unrelated to the complaint, the battery compartment is cracked below bumper grip. Returned battery cap used to complete all testing.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient was hospitalized with diabetic ketoacidosis (dka). Treatment included IV fluids and insulin via pump. Troubleshooting with customer support found the pump date was incorrect, but the time was correct, and that the pump was suspended from 3:39 pm to 7:46 pm on day of hospitalization. Patient admitted approximately 8 pm on (B)(6) 2014. Tdd from (B)(6) 2014 show significant decrease on both basal and bolus totals. The basal delivery totals in tdd do not match active basal program total ¿ no known cause for variation, but the basal history matches the active basal program settings. This complaint is being reported because the patient experience dka and because of the inaccuracy in the basal delivery totals in tdd.